Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3 years of support, the patient felt out of breath and fatigued. The patient was seen in clinic on (B)(6) 2016 for a right heart catheterization and a hemodynamic ramp echo study. The hemodynamic goals were not achieved. The aortic valve failed to close, and ventricular decompression could not be achieved. The patient also had an increased lactate dehydrogenase (ldh) level of 806 u/l. The system controller log file reviewed by the manufacturer¿s technical services confirmed low flow alarms. The device was subsequently exchanged to another manufacturer¿s device on (B)(6) 2016 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. Upon disassembly, examination of the inflow conduit revealed a pink, tissue-like lining within the inflow knitted graft. The deposition was adhered to the interior surface and appeared to have developed at this location. Examination of the inlet stator bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The deposition had a ring-like structure and areas that appeared denatured, indicating that it likely developed at this location. Examination of the outlet stator revealed a white, soft deposition. There was no evidence of lamination or denaturing and there were no contact marks on the outlet section of the rotor to indicate that it was present while the pump was operating. The evaluation could not conclusively determine the origin of this deposition. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A specific cause for the development of the depositions and a timeframe for which they were present in the pump could not be determined. The depositions could have contributed to the report of elevated lactate dehydrogenase levels. Some of the depositions may have occluded the blood flow pathway and could have also contributed to the low flow alarms captured in the submitted system controller log file. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.